Manufacturer narrative:
Product complaint # (B)(4). Additional information received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. Additional information has been requested and received. Attempts to obtain the product sample, not received to date. If further details are received at a later date a supplemental medwatch will be sent. Which packaging was found to be damaged? Primary packaging or product box? No packaging ¿ primary device that came defective. Was the sterility of the product found to be compromised? Yes. Do you have pictures of the damaged packaging available? No. What is the device return status? Available for withdrawal. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent abdominoplasty on (B)(6) 2022 and topical skin adhesive was used. The packaging was broken. Could not use this glue. Believed to have compromised package sterility of primary package.